Manufacturer narrative:
Other applicable components are: product ID 8840 serial# unknown product type programmer, physician . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had switched to a new physician and at that time the physician was not managing pumps so they were not able to fill the patient¿s pump up. Per the company representative, the pump had been empty for about a year now and the managing healthcare provider was planning on replacing the pump in a month or two. The company representative planned to put in a false reservoir volume to trick the pump into thinking it was full so they would be able to silence the alarms. They also would program the pump to min rate. No patient symptoms reported. No further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840 serial# (B)(6) product type programmer, physician if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative reported the serial number of the 8840 involved with the false reservoir volume was (B)(6). It was noted that the healthcare professional was aware of all information pertaining to this event. No further complications were reported/anticipated.

Event description:
Information was received from a patient who was receiving prialt (concentration and dose unknown) via an implantable pump for non-malignant pain. The patient stated that after implant, prialt worked for about 1.5-2 weeks then did not for 2 weeks, the patient told the health care professional (hcp) and the hcp increased it and then she got a personal therapy manager (ptm) "and that's when things started happening." In (B)(6) 2016 she was taken to the hospital for stroke like symptoms. Her primary care provider and the doctor told her she needed to get off prialt. On (B)(6) 2016 she was transported from 1 hospital to another. She talked to the managing doctor who told her to continue with prialt and go talk to someone about her issues or take the pump out. She was then advised not to go back to the managing doctor. The patient had an appointment with another doctor on (B)(6) 2016. Patient stated they told her not to get the pump refilled, her pump was to be refilled in (B)(6). In (B)(6) 2016, the pump started to alarm, a 2 tone alarm. No interventions were mentioned. The patient later reported on (B)(6) 2016 that she had an appointment with another hcp about filling the pump but did not feel comfortable even filling the pump with saline. The hcp referred the patient to another hcp. The pump was still alarming and it would take workers compensation months to approve that referral. On (B)(6) 2016, the health care professional indicated that there was no device issue with prialt at 3.5 mcg/day pain score was 4/10 patient issue was opioid withdrawal. No cerebral vascular accident/computerized tomography CT scan negative emergency room (ER) diagnosis anxiety. There was no alarm issue. The patient did not use patient controlled analgesia (pca) properly and it was resolved. The cause of stroke like symptoms, prialt not working and the alarm was not determined. The stroke like symptoms had been resolved. Additional information received from a consumer on 2017-jul-05 reported same or similar information regarding the issues with prialt, issues with taking the pump out or issues with healthcare professionals (hcp) taking over the pump, and issues with pump alarming and going empty. It was noted that the patient's managing hcp has been giving the patient oral medication and was trying to help find someone to take the pump out, but it had been 3 months and they still have not located anyone. The patient requested hcp listings. The hcp listing were emailed to the patient. It was reviewed the pump could potentially be damaged due to not having anything in it for a year, and to discuss it with their hcp. Options were reviewed to discussed with hcp such as silencing the alarm, permanently disabling the pump, referrals to get the pump removed, etc. The patient was redirected to hcp for next steps. The patient had an appointment on (B)(6) 2017 and will talk with hcp further. Additional information received on (B)(6) 2017 from a hcp stated that the patient was in the office today ((B)(6) 2017). It was noted that the pump was still alarming, and the patient wanted the pump silenced. Hcp was requesting a manufacturer representative be paged to assist with silencing the alarm on the pump. The patient's next appointment was on (B)(6) 2017. Clarified information reported the hcp only provided one kind of medication and it made the patient sick (prialt). It was noted that there was nothing in the pump not even saline because they hcp refused and only would put prialt in the pump. The patient wants the pump removed, but no one will remove it because they did not implant the pump. The patient's managing hcp did not want to put anything in the pump because there was no saline put in the pump and the pump ran dry. The patient has been dealing with the alarm going off for a year. It was noted that the patient was supposed to get there pump refilled in (B)(6) 2016, but was told not to get it refilled. The pump started alarming a 2 tone alarm in (B)(6) 2016. It was reviewed the 2 tone alarm most likely means the pump was empty. Concerns about the pump going dry and pump will be monitored after initial refill were reviewed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The hcp reported that he was with the patient and they would be filling the pump with new medication on the day of this report. The hcp mentioned the previously reported event and that since someone had previously programmed the pump to a random setting in order to silence the alarms, the pump programming was telling him the patient still had 19.5 ml of drug in the reservoir when there was only about 0.5 ml. The reporter wanted to have the patient leave the office the day of this report receiving the new medication. The technical service specialist (tss) reviewed options of a system content removal. The hcp stated since there was only about 7.6 mcg of prialt in the pump tubing as the hcp had already aspirated 1-2 cc from the catheter access port, he was okay with the patient receiving that at a fast duration. The tss reviewed steps to program a priming bolus to deliver the old medication. The hcp stated he could program the rest from there. The new drugs were dilaudid, concentration 2 mg/ml, dose 0.5 mg/day and bupivacaine, concentration 4 mg/ml, dose 1 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-aug-02 reported the patient's weight at time of event was (B)(6)pounds. It was noted that the patient self discharged from own office. The patient last office visit was on (B)(6)2016. No further complications were reported/anticipated.